Manufacturer narrative:
Reader (B)(6)has been returned and investigated. Visual inspection was performed on the returned reader, and no issues were observed. The reader was sufficiently charged. Reader was de-cased and no issues were observed. A power consumption test was performed and the results were not within specification. The reader was sent for further investigation and determined the likely cause of the fast draining battery was due to a faulty central processing unit (cpu) or poor solder connection between the cpu and printed circuit board (pcb). Visual inspection was performed on the reader and did not observe any visual abnormalities with the unit. After performing the battery current consumption test on the reader, it was observed that the current for the reader was higher than the specified limit therefore, the issue is confirmed. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Caller reported the customer was unable to test using the freestyle libre reader due to a fast draining battery. Customer experienced hypoglycemia and reportedly required unspecified treatment by paramedics. No further treatment was required. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the libre reader and cable were reviewed and the dhrs showed the libre reader and cable passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. The date of event is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Caller reported the customer was unable to test using the freestyle libre reader due to a fast draining battery. Customer experienced hypoglycemia and reportedly required unspecified treatment by paramedics. No further treatment was required. There was no report of death or permanent injury associated with this event.